Event description:
It was reported that the surgeon attempted to lock the augment onto the baseplate. When he used the torque wrench the locking mechanism spun through and would not lock. He had to cement the augment onto the baseplate resulting in increased surgical time.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon attempted to lock the augment onto the baseplate. When he used the torque wrench the locking mechanism spun through and would not lock. He had to cement the augment onto the baseplate resulting in increased surgical time.